Event description:
It was reported that the device was used during a laparoscopic colectomy procedure. It was reported by the rep that after firing across the right colon, the bowel was externalized for inspection. It was apparent that the staple line was inconsistent. The staple line disintegrated in the surgeon's hand. The surgeon used open instruments and suture to fix the dehisced staple line. The staples that were in the bowel were grossly malformed. After the open instruments were used, the case was completed without incident and there was no consequence to the pt.